Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no independent assay provided with the seeds. It was also reported that the patient decided to abandon brachytherapy treatment all together.

Manufacturer narrative:
The complaint was confirmed, and the root cause was manufacturing-related. Specifically, the 10% assay was not performed by sterile products lab technicians nor was the deficiency identified by the quality technician who released the order for sterilization processing. Defect awareness training was performed. Labeling was inadequate as the 10% assay certificate was missing from the customer's order. (B)(4). The device was not returned.

Event description:
It was reported that there was no independent assay provided with the seeds. It was also reported that the patient decided to abandon brachytherapy treatment all together.